Event description:
The customer called to report that he had been experiencing high blood glucose levels and he felt that the insulin pump was not dispensing insulin accurately. Troubleshooting was performed, and the insulin pump failed the leadscrew test. Advised the customer that the insulin pump should be replaced, but the customer opted to speak with his insurance company, since the insulin pump was out of warranty.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.